Event description:
It is reported that a customer received a circle on the screen of their insulin pump and can not get the pump to bolus. The patient's blood glucose level was at 83 mg/dl. The customer stated that they will change the battery and will call back if the pump did not function as designed. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.